Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. The customer's blood glucose was 296(mg/dl). Reportedly, the customer charged the pump up to 100% and the issue resolved.